Event description:
On 19-jul-2017, (B)(4) received an email from a cosmetic care coordinator: "one of dr. (B)(6) patients experienced unincorporation bilaterally and eventually underwent several surgeries to remove the product and them ultimately removing her breast implants as well." On 25-jul-2017, additional information was received from the cosmetic care coordinator. On (B)(6) 2016, a patient (initials: (B)(6), dob: (B)(6) 1984) had the seri surgical scaffold implanted to help with breast implants that were dropping. The seri was being used as a sling to hold the implants in place. On (B)(6) 2016, the seri in the left breast was removed and on (B)(6) 2016, the seri in the right breast was removed. The seri was not keeping the breast implants in place. On (B)(6) 2016, the breast implants were replaced. On (B)(6) 2017, she is having surgery to have strattice implanted. No additional information was provided.